Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, burr separation occurred. The 99% target lesions were located in the severely calcified and moderately tortuous proximal left anterior descending artery and proximal left circumflex artery. A 1.75mm rotablator rotalink plus rotational atherectomy device was selected and advanced to treat the target lesions. Increased pressure was not applied upon ablation. Total ablation duration was one minute. After ablating both lesions, the device was removed using dynaglide mode. No resistance was noted upon removal. Upon removal of the burr from the y-connector using dynaglide mode, it was then noted that the burr was separated inside the guide catheter. The separated burr was then retrieved together with the removal of the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient' status is good.

Event description:
It was reported that during a percutaneous coronary intervention, burr separation occurred. The 99% target lesions were located in the severely calcified and moderately tortuous proximal left anterior descending artery and proximal left circumflex artery. A 1.75mm rotablator rotalink plus rotational atherectomy device was selected and advanced to treat the target lesions. Increased pressure was not applied upon ablation. Total ablation duration was one minute. After ablating both lesions, the device was removed using dynaglide mode. No resistance was noted upon removal. Upon removal of the burr from the y-connector using dynaglide mode, it was then noted that the burr was separated inside the guide catheter. The separated burr was then retrieved together with the removal of the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was returned inserted in the catheter unit. It was noted that the burr of the catheter unit was detached from the catheter and was not returned with the device. The coil was microscopically examined. It was noted that the distal was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).